Manufacturer narrative:
It was indicated, that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported, that during a watchman laac procedure. For stroke reduction and fall risk, a versacross connect kit was selected for use. Prior to transseptal puncture, heparin 5,000 units was administered, and the activated clotting time (act) was at 187. When tenting to perform transseptal using the rf wire and a watchman access system (was), a clot was noted. No rf was applied. Additional 5,000 units of heparin was administered, and the activated clotting time (act) was at 198. Once thrombus was noted, physician tried to aspirate the clot. Then rf wire and sheath were removed. The watchman procedure was canceled. Patient was kept overnight for observation. The device is not expected to be returned for analysis, as it was disposed.